Event description:
Information was received from a patient (pt) via a manufacturing representative (rep) regarding an implantable neurostimulator (ins). The initial caller was rep, but pt was with the rep and was also involved in the conversation. Caller inquired about ins battery longevity and requested assistance in obtaining a longevity estimate. Technical services (tss) reviewed that based on current settings of intensity: 2.5v; rate: 15; pulse width: 180; 1250 ohms; continuous 24/7 use = 120 months. Caller noted that pt only uses one program. Caller also confirmed that the ipg battery level is still at 3.01. Pt was speaking in the background of the call and reported that they were initially using two different programs, one for day and one for night. Caller stated they stopped using two programs because they noticed that when they would change to another program, the ipg would shut off and they could not figure out why. Caller confirmed that happened twice so then they just continued using one program and the issue did not return. Caller commented that this ipg replaced their last interstim ipg and is being used for urinary reasons. Caller stated the only time they increase stimulation now is if they are going on a trip. Tss attempted to obtain an event date and pt stated they don't remember the exact date but thinks it was sometime shortly after the ipg was implanted ((B)(6) 2017). Troubleshooting was not required.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that this issue has been resolved the weight of the patient is unknown. The cause is unknown, however the issue has not persisted and the patient is able to change between programs with out the device shutting off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.